Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with electrode belt) has been confirmed. Upon investigation the monitor was not producing a driven ground signal. The cause for the failure was isolated to shorted q12 and q17 transistors on the monitor defibrillator board. The root cause for the shorted transistors could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to communicate with an electrode belt.